Manufacturer narrative:
The evaluation couldn't confirm the heating through a pre-repair temperature test as the device wouldn't operate to perform the test. The evaluation found the internal components were corroded. If information is provided in the future, a supplemental report will be issued.

Event description:
New information: analysis updated; initial reporter contact information.

Manufacturer narrative:
The device has been evaluated however the heating could not be confirmed as the device wouldn't operate and so a thermal evaluation couldn't be performed. The evaluation did the motor had shorted, the motor wasn't rotating, the thumb wheel and knob were seized, and the internal components were corroded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported "motor heating found". This was found pre-operatively. There were no injuries reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Time frame for overheating was "few minutes"; contact information for the "reported by" contact was received and updated. Contact information for the "initial reporter" contact was received and updated.